Event description:
The surgeon called to report that during an unplanned vitrectomy, the vitrectomy probe would not cut above 150cpm. A posterior capsule tear occurred. The case was not completed. The patient was left aphakic and sent to the retinal surgeon to retrieve the lens fragments. The nurse stated they will not be completing the questionnaire as most of the information cannot be retrieved.

Manufacturer narrative:
The facility did not request service for the system. The company technical support specialist recommended they switch out the vitrectomy probe to complete the vitrectomy. The facility refused to complete a questionnaire and will not be returning the probe for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 11/07/2008.